Manufacturer narrative:
Accudrain was not returned for evaluation (the drain was not kept to send it in for evaluation) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Linked to mfg report number: 2648988-2020-00038, 2648988-2020-00039.

Event description:
This is 3 of 3 of reports: same product, different patients. A facility reported that accudrain was leaking around the transducer stopcock. There was no known medical intervention done. Additional information has been requested.